Manufacturer narrative:
Hospital did not keep product; however, a DHR review will be conducted by engineering and a final report will be issued.

Event description:
As reported, "silhouette did not drain and appeared to be clogged. Mds discussed need for holes. Pt had to be restented to provide flow. Did not keep product."